Event description:
A (B)(6) male pt contacted zoll customer support to report that his monitor will not power on past the white screen with either battery. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power on past the white screen) has been confirmed. As rec'd, the monitor would not power on fast the white splash screen. The cause of the inability to complete the power on process is corrupted flash programming. The root cause of the corrupted flash programming cannot be positively identified. No adverse event resulted from the defective memory. The pt rec'd a replacement monitor.